Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.0/+1.5/084 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted, the surgeon reporting that the lens was tilted to the inferior temporal and the suspensory ligament was considered to be slack or fractured. The cause of the event is reported as unknown.